Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use exhibited air ingress. Upon insertion of a farawave catheter into the faradrive sheath, air was noted at the flushing port of the sheath during backflow. The sheath was replaced with another sheath, and the procedure was completed successfully. No patient complications were reported. The sheath is not expected to be return for analysis as it was disposed. It was mentioned that no abnormalities were noted during preparation of the sheath. The type of procedure was a transcatheter myocardial ablation procedure to treat a paroxysmal atrial fibrillation. No leak was noted nor any air in patient was noted. Infusion pump was the irrigation method used for the sheath with a flow rate of 30ml/h.